Event description:
Received a report from a consumer who advised upon removal of a tampon, the pledget broke in half. Customer was able to remove the remaining portion without incident. No injury reported.